Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The edwards commander delivery system was returned to edwards lifesciences for evaluation. During visual inspection of the delivery system the radial balloon tear was confirmed to propagate to a longitudinal balloon tear. A kink was noted distal to the handle, likely due to shipping. During dimensional inspection the commander¿s balloon single wall thickness measurements were taken with a digital blade micrometer. All measurements met the specification. Due to the condition of returned balloon, distal balloon portions were unable to be measured. Due to the condition of the returned device (balloon tear), no applicable functional testing relating to balloon burst could be performed. A device history record review did not reveal any issues that could have contributed to this complaint event. A lot history review not reveal any similar complaints related balloon burst. Review of the lot history did not reveal any issues that would have contributed to the complaint event. During the balloon manufacturing process, the balloon is visually inspected per for defects and cosmetic appearance. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaint for balloon burst was confirmed, but no manufacturing non-conformances were identified. The available information suggests that patient factors (heavy calcification in the annulus and lvot contributed to the event. Since no manufacturing non-conformances were identified in the product evaluation, preventative or corrective actions are not required. Transcatheter delivery balloon burst complaints have been previously investigated and documented by edwards lifesciences. In the technical summary for balloon bursts, a detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the balloon burst was attributed to heavy annular calcification and calcification in the lvot. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
While deploying a 26mm sapien 3 valve, the balloon on the commander delivery system ruptured. The rupture occurred at the point of inflation when all of the volume from the atrion inflation device was in the balloon. The valve was deployed completely, there was no central aortic insufficiency or paravalvular leak, no patient injury was observed. The procedure was completed and the patient was sent to recovery in stable condition. Heavy calcium at the annulus as well as calcium in the lvot caused the balloon to burst. There were no abnormalities on the device during prep or sizing of the balloon.